Manufacturer narrative:
The insulin pump was received with traces of moisture at the lcd board during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got wet in a hot tub and there is fluid in the corner of the display. The customer indicated that the pump does not work. Customer's blood glucose was 131 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.